Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto® 3 system and a map shift issue occurred. It was reported that the catheter was very much outside the shell of the fast anatomical map (fam) without there being any patient movement or error message of a map shift. The first time it happened, patient did move and a new map was created. 2nd and 3rd time, no patient movement noted or error message. There was no patient consequence. Device investigation details: the reported issue has been investigated. The study data was requested by the device manufacturer to investigate the issue, however, the biosense webster inc. (Bwi) representative reported that the data isn't available, and an investigation of the map shift issue was not possible. The bwi field service engineer (fse) followed up with the bwi representative and confirmed that the issue was not duplicated. The complaint history of the system was reviewed, and no more similar problems were found since the issue occurred. The system is ready for use. The history of customer complaints reported during the last year associated with carto 3 system #: (B)(6) was reviewed. No similar complaints were found. A manufacturing record evaluation was performed for the system (B)(6), and no internal action related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto® 3 system and a map shift issue occurred. It was reported that the catheter was very much outside the shell of the fast anatomical map (fam) without there being any patient movement or error message of a map shift. The first time it happened, patient did move and a new map was created. 2nd and 3rd time, no patient movement noted or error message. There was no patient consequence. Additional information was later received indicating the map shift was seen during mapping. The catheter was in very good contact within the fam prior to shift. There was no cardioversion. The reported map shift with no error message, no cardioversion performed nor patient movement was assessed as a MDR reportable malfunction.